Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that motion calibration was required on the imaging system. The representative reported that the x for motion was caused by the radiologic technologist (rt) in the operating room (or) not observing the message that motion was required. Following training on the calibration process and performing the calibration, the imaging system was used in a procedure. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not initialize motion when starting up the system. It was reported that the issue occurred while prepping prior to a procedure in the operating room (or). There was no patient present when this issue was identified. No additional information was provided.